Event description:
Medtronic received information that immediately post implant of this 18mm aortic mechanical valve, it was explanted and replaced with a 16mm mechanical valve of the same model. The reason for the replacement was reported as after implanted, the valve leaflets had blocked the coronary artery. It was reported that the patient had bicuspid malformation and the coronary artery opening was too low. It was noted that after implanting the 18mm valve, it could not be re-seated. It was reported it was later found that the coronary artery opening was blocked and the 18mm valve was then replaced with a 16mm valve. It was stated that leaflet motion was tested with the blue actuator during the implant procedure. It was mentioned that the valve was not rotated within the annulus. It was also stated that the physician did not feel that the 18mm sizer was tight during the sizing procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.